Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-aug-2016 which refers to a female consumer of unspecified who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. In or around (B)(6) 2013, she underwent a dilation and curettage procedure due to excessive bleeding at an outpatient facility. On or around (B)(6) 2015, plaintiff underwent a partial hysterectomy to remove her essure coils. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy menstrual bleeding/ excessive bleeding. She underwent a dilation and curettage procedure approximately 3 years after insertion, and a partial hysterectomy to remove her essure coils, approximately 5 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention and device removal were required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information received on 28-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy menstrual bleeding/ excessive bleeding. She underwent a dilation and curettage procedure approximately 3 years after insertion, and a partial hysterectomy to remove her essure coils, approximately 5 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention and device removal were required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.